Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The manufacturer's field service engineer (fse) confirmed customer problem found airflow accuracy reading on v60 display at 0 lpm out of specification. The service engineer (se) inspected the device and replaced the gas delivery system. The se performed testing and all test passed. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow accuracy is out of specification. There was no patient involvement.